Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there were high left ventricular (lv) lead impedances when the competitor lead was attached to the cardiac resynchronization therapy defibrillator (crt-d). Mineral oil was used and the lead was reconnected. Impedance was acceptable in all vectors except one, so the device was programmed to an acceptable vector. It was suspected that there was a lack of lubricity on the lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.